Event description:
Rs-4i sequential stimulator battery charger almost started a fire in his home. A patient plugged in the battery to charge when it began to smoke. The smoking was so significant that it set off the smoke alarms. The patient was able to disconnect the unit and throw it outside before it caused any damage to his home. After the battery cooled down, he attempted to use it again, but it didn't work.